Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The device was received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected failed battery test alarm noted. No moisture damage found on the electronics, motor, battery tube, vibrator, and keypad assembly noted. The device had cracked reservoir tube lip, scratched reservoir tube window, and minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that the customer received a button error alarm. The customer state that their insulin pump was exposed to moisture. Customer's blood glucose level at the time 108mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.